Event description:
It was reported that the patient just tried to turn her remote on and it was saying low battery and she needed to override that to turn the box (her implantable neurostimulator (ins) off. The patient was having CT scan. The patient noticed just today she was unable to turn stim off. A problem with the patient programmer was reported. Patient services reviewed low battery in her patient programmer means she needs to replace the handheld batteries in the patient programmer. After she does that she should be able to turn stim off using the middle button on the left side. She can turn it back on using the top button on the left side. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0esty, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).